Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse went on site and replaced the set up joint (suj) to resolve the issue with error messages. The system was tested and verified as ready for use. Isi has not received the suj part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple instances of error 32097 occurred during the surgical procedure that were related to the reported complaint. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, arm 3 had recoverable faults. A usm was having repeated recoverable faults after the start of the procedure, however, the surgeon was had an option to continue with the procedure robotically with 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, arm 3 had recoverable faults. Intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report the issue. The isi technical service engineer (tse) reviewed the logs and found multiple 32097 errors over the last month. The caller stated that if arm 3 goes down that they could use arm 4 which hasn't been draped out yet. The customer will hard power cycle the patient cart between cases. The customer was continuing with the case. The site was completing the procedure with no reported injury. On (B)(6) 2022, the following additional information was obtained: the issue first occurred during the procedure after the ports had been placed. The case was originally planned as a three arm case; however, the customer was able to continue recovering from the faults and did not need to disable or abandon the arm. The procedure was completed without any injury or harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the set up joint (suj) part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated the customer-reported issue of ¿arm 3 having recoverable faults¿. Fa confirmed that an error 25930 had occurred. The unit was placed on a testing platform and passed all tests. Logs confirmed errors pointing to a possible contaminated searchlight sensor. As a fix, the searchlight assembly was replaced.

Event description:
Refer to h10/h11 for follow-up information.